Event description:
A malfunction alarm was reported, identified with a code that was resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.